Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and the introducer was lost in the sheath. It was reported that the physician thought the pentaray introducer was lost in the sheath when advancing the catheter. The carto vizigo¿ 8.5f bi-directional guiding sheath and pentaray nav high-density mapping eco catheter were replaced and examined looking for the introducer. The introducer was found to have pushed up the catheter and was found fully intact. There was no difficulty experience while maneuvering the introducer or during the withdrawal and there was no bleeding. There were no patient consequences.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and the introducer was lost in the sheath. It was reported that the physician thought the pentaray introducer was lost in the sheath when advancing the catheter. The carto vizigo¿ 8.5f bi-directional guiding sheath and pentaray nav high-density mapping eco catheter were replaced and examined looking for the introducer. The introducer was found to have pushed up the catheter and was found fully intact. There were no patient consequences. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 30946133l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).